Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: thrombosis. It was reported via a trial that during stenting of the pre-dilated, moderately calcified, extremely tortuous left proximal circumflex artery, the xience v stent balloon ruptured at 12 atmospheres during deployment. The xience v stent delivery system was withdrawn successfully with no debris remaining in the vasculature. A dilatation balloon was used to fully expand the stent. A thrombus developed in the stented area shortly after deployment. Reopro bolus and intravenous infusion started as treatment, and discontinued the following day. There was no reported patient instability that occurred post treatment. The patient was discharged three days later ((B) (6) 2010). There is no additional information available.

Manufacturer narrative:
(B) (4). Evaluation summary: balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient's anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is likely that the reported balloon rupture contributed to the difficulty to deploy, as the stent was not fully expanded and apposed to the vessel wall, with required additional non-surgical treatment (pti) by using a dilatation catheter to fully expand the stent. It is also likely that the partially deployed stent contributed to the reported thrombosis which required medication for treatment and resulted in extended hospitalization. It should be noted that thrombosis, as listed in the IFU, is a known adverse event associated with coronary stenting. Although additional non-surgical treatment (pti), treatment with medications and hospitalization are not addressed in the xience v IFU as adverse effects, these are treatments and are not truly adverse effects. Therefore, no IFU update is required. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. In this case, although a conclusive cause cannot be determined for the reported balloon rupture, the reported difficulty to deploy, thrombosis, additional non-surgical treatment (pti), treatment with medications and hospitalization appear to be related to the operational context of the procedure.